Manufacturer narrative:
The event occurred in taiwan. It was reported that the rotaflow console shut down after two days in use on a patient. The issue was noticed by the customer and the device was exchanged with another one with no consequences for the patient. Additionally, it noticed that the power switch was faulty and needs to be replaced. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and was able to confirm the reported failure. The affected rotaflow console will not be repaired at this time. The device is out of use. Based on the investigation results the reported failure could be confirmed. The failure mode "rotaflow console shut down " can be linked to the following most possible root causes according to our risk management file (dms# 2023689): - defective motor control electronics - pump stop intervention after technical error - unintended rpm change by user - unintended switch off by user - (accidental) disconnection of mains (plug) - sensor error (bubble, level, pressure (in hl20 mode), flow) - wrong intervention limits - defect of transformer - defect of internal power supply (dc/dc) - failure on other device parts (rotary knob, display, etc) - failure of internal components (adc, etc.) - wrong supply voltage for electronics the review of the non-conformities was performed on 2023-03-03 and during the period of 2016-04-12 to 2023-03-03 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2016-04-12. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in taiwan. It was reported that the rotaflow console shut down after two days in use on a patient. The issue was noticed by the customer and the device was exchanged with another one with no consequences for the patient. It was found out that the power switch was faulty and needs to be replaced. No harm to any person has been reported. Complaint ID: (B)(4).